Event description:
It was reported that the syringe was not in place. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
Date returned to mfg: 12/27/2023 one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed ¿syringe plunger not in place¿ occurred. Functional testing was able to replicate the reported issue; ¿syring plunger not in place¿ was found during syringe test and the device failed syringe plunger sensor test. The root cause was determined to be the main pcb not operating as intended. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.